Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first band was attempted to be deployed; however, the band would not attach onto the tissue and started to bled. Reportedly, the physician had to wait for awhile in order to get the bleed under control. The second band "succesfully" deploy, but the third band had the same issue, and then as every other band would not deploy succesfully onto the tissue. The procedure was completed at this time. Additionally, there was no difficulty in setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.